Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.